Manufacturer narrative:
Device evaluation of the battery was completed. The reported problem (service code 1005) was confirmed. The battery¿s full charge capacity was low. Per 91c0011, this service code indicates that the full charge capacity of the battery pack has degraded to a point where it may be necessary to charge the battery frequently. The battery pack should be replaced as a result. The root cause of the service code 1005 could not be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor reported that a battery was displaying a service code.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and open. The patient reported reaching out to physician, but there is no indication that the patient received medical intervention. Outcome of the irritation is unknown.